Event description:
Pt was admitted to hosp for exploratory laparotomy for possible bowel obstruction. Mastisol was administered to her abdomen as an adhesive for her surgical dressings. Following application of mastisol the pt developed a rash around the surgical dressing. Upon discontinuation of this product the rash cleared.